Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient was revised approximately 11 months post implantation due to intraoperative bone fracture and postoperative hematoma. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon further review, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.

Event description:
Upon further review, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; a hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.